Manufacturer narrative:
Main investigation conclusion. The reported event of driveline fault alarm was confirmed via the log file. A review of the submitted log file spanned approximately 7 days (B)(6) 2021 ¿ (B)(6) 2021 per time stamp). On (B)(6) 2021 between 10:42 and 10:45 while connected to batteries, the driveline power fault alarm activated and showed power a broken. The alarm and controller flags cleared shortly thereafter, and the pump was able to maintain speed above lsl during this time. There were no significant alarms and the driveline was disconnected on (B)(6) 2021 at 13:48 for a controller exchange. No other notable alarms were active in the log file. The heartmate3 vad modular cable (batch/lot 6567067), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A continuity test of the pwr a on the drive line (brown wire) was measured to be 0.4¿below the 0.5 threshold¿indicating very low resistance and good conductivity. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use, rev c section 7, ¿aalarms and troubleshooting¿ and heartmate3 patient handbook, rev c section 5, ¿alarms and troubleshooting¿ explain appropriate actions to take for all alarms including the driveline power fault alarms. Heartmate3 patient handbook, rev c section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01388, 2916596-2021-01382. It was reported that the patient's device alarmed for a driveline fault on (B)(6) 2021 which began while the device was powered by the mobile power unit and continued when switched to battery power. The event log confirmed a driveline power fault at 10:42 on (B)(6) 2021, indicating that power a was broken. The pump was running during these events. It was suggested to keep the device on battery power until further investigation was completed. Imaging of the driveline was requested. The site exchanged the patient's system controller and modular cable without issue. The old equipment was returned to abbott. The log file for the new system controller revealed controller_clock_corrupt alarms, indicating that the controller clock needed to be synced in with the system monitor. There were no further driveline power faults seen with the new controller and modular cable. It was recommended to continue monitoring the patient for further alarms.